Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d: model number, catalog item identifier and serial number was corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breathlessness and bitter taste in their mouth. There was no report of medical intervention. The device was returned to a third-party service center, during the evaluation of the device, the third- party service center visually inspected the device and found no evidence of foam degradation. The device's downloaded event log was reviewed by the third-party service center and no error was logged. The device was scrapped.